Manufacturer narrative:
(B)(4). The recipient's cholesteatoma was also removed during the explant surgery. The external visual inspection revealed the electrode was severed along the lead and sliced near the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced pain and dizziness. The recipient's device was explanted. The recipient was not reimplanted. The recipient continues to experience vertigo following explant surgery.